Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited noise, loss of capture and a drop in pacing impedance. The suspected cause was insulation damage. The right ventricular lead was capped and replaced on (B)(6) 2022. There were no patient consequences.

Event description:
New information noted the noise on the right ventricular lead was over-sensed and resulted in pacing inhibition. There were no patient consequences.